Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user reported an infection on the sensor insertion site, with symptoms of redness, itching, irritation, pus, and minor bleeding, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared around (B)(6) 2025. No other infections were reported. User's hcp was aware of the event. The hcp prescribed an initial (unknown) antibiotic combination and is currently treating with ciprofloxacin (cipro) and metronidazole.

Event description:
Senseonics was made aware of an incident where user reported an infection on the sensor insertion site, with symptoms of redness, itching, irritation, pus, and minor bleeding, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared around (B)(6) 2025.no other infections were reported.user's hcp was aware of the event. The hcp prescribed an initial (unknown) antibiotic combination and is currently treating with ciprofloxacin (cipro) and metronidazole.